Event description:
It was reported that a shaft break occurred. When the 3.00 x 28mm synergy stent delivery system was being removed from packaging during preparation, the shaft broke. No packaging damage was noted. The procedure was completed with a different device.

Manufacturer narrative:
B3 date of event estimated based on aware date as the event date was unknown. Device evaluated by MFR.: synergy xd mr us 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break at 2.5 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that a shaft break occurred. When the 3.00 x 28mm synergy stent delivery system was being removed from packaging during preparation, the shaft broke. No packaging damage was noted. The procedure was completed with a different device.

Manufacturer narrative:
Date of event estimated based on aware date as the event date was unknown.